Manufacturer narrative:
(B)(4). Batch #: u94d0p. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was returned with the jaws misaligned, and with the clamp arm damaged, upon further analysis of the tissue pad an off center burn in was observed. The device was tested on a gen11. The device did activate during testing. The device was disassembled to inspect the internal components and no anomalies were found. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Our manufacturing process has been identified to be the possible cause of the misaligned jaw issue. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that, during a laparoscopic gastrectomy, the jaws were misaligned and did not go through trocar. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.